Manufacturer narrative:
The initial reported event of infection/erosion was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. Concomitant medical products: 694765 lead, implanted: (B)(6) 2009; 419488 lead, implanted: (B)(6) 2009; 5076-52 lead, implanted: (B)(6) 2005. Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reported event of infection/erosion was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. No further patient complications have been reported as a result of this event.